Event description:
It was reported that approximately seven months after implant, the patient developed a pocket infection. The implantable pulse generator (ipg) was removed resterilized and reimplanted. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407458 lead (B)(6) 2014. (B)(4).